Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly, low and high blood glucose levels. The customer¿s blood glucose was 32 mg/dl at the time of incident, at the end of the call the customers blood glucose levels were at 323mg/dl. The customer will treat high blood glucose levels with manual injection and treated low blood glucose with glucose intake. Customer stated that the insulin pump act button was not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The customer decline to trouble shoot for high blood glucose levels. The insulin pump is being replaced and is expected to return for analysis.